Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they would receive a failed battery alarm with every battery they insert. The customer had been on shots for 24 hours and had the insulin pump suspended. The insulin pump then died. When they inserted a new battery, they received a failed battery alarm. Troubleshooting was performed. It was found that the battery compartment's spring was damaged. The customer's blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, display anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. No bent/damage battery spring noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.